Event description:
Caller reported up arrow on the side of her spirit pump does not always respond. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.